Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that a neuron max 6f 088 long sheath (neuron max) was kinked upon removal from the packaging. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using another neuron max.

Manufacturer narrative:
Results: the returned neuron max had kinks at approximately 9.0 cm and 66.0 cm from the hub. Device was ovalized at approximately 90.0 cm from the hub. Conclusion: evaluation of the returned neuron max confirmed a kink on its proximal shaft. If the device is forcefully retracted at extreme angles during removal from the packaging, damage such as this may occur. Further investigation revealed an additional kink and an ovalization at the catheter distal shaft. These damages were likely incidental to reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.